Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is kept as inconclusive for the reported break issue as no objective evidence was provided for review. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a male patient was prepped for a prostate biopsy procedure by using the magnum instrument. It was reported that prior to the test puncture phase, the disposable biopsy needle reportedly snapped. Additionally, after the needle was advanced, the cannula allegedly did not retract as expected. The procedure was completed using another device. There was no patient contact.